Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer received a questionable high result from coaguchek xs serial number (B)(4). The result from the meter at 8:42am was 4.8 inr. The result from a non-roche meter at 9:15am was 3.5 inr. The result from a laboratory using dade innovin reagent at 1:05pm was 3.5 inr. There was no allegation of an adverse event. The customer was not anemic, not on heparin, no direct thrombin inhibitors, no antiphospholipid antibodies, and had no other lifestyle changes. The therapeutic range was 2.7 inr-3.8 inr. The suspect meter and strips were requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 272164) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The meter and strips were returned for investigation. The returned meter and strips were tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.7inr donor 2 inr: 2.2 inr donor 1 hct: 38% donor 2 hct: 48% testing results: donor 1: retention meter with masterlot strips: 2.7 inr customer meter with customer strips: 2.7 inr donor 2: retention meter with masterlot strips: 2.2 inr customer meter with customer strips: 2.2 inr all inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications.